Event description:
Customer reports obtaining results of hi and 163mg/dl within 2 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls wer used. Requested return of suspect device and replacement was sent.